Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was found to be off and not infusing unexpectedly. The clinician reset the pump and pump displayed an "error message" then the pump shut off again. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex c and d codes and manufacturer narrative. Note that imdrf annex a0401, a1801, a040502, c07, c0601, c23, d11, d15, d01, g02017, g04037, g04067 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump was found to be off and not infusing unexpectedly. The clinician reset the pump and pump displayed an "error message" then the pump shut off again. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported pump module turning off was confirmed and replicated during investigation. ¿ inspection of the suspected pump module (s/n (B)(6)) found the left (female) inter unit interface (iui) to have corroded and bent pins. The right (male) inter unit interface (iui) was observed to have contaminated pins, worn contact pins and damaged ribs. Left iui was observed with a date code of 07-14 (july 2014) and right iui was observed with a date code of 08-14 (august 2014), making them 10 years old. ¿ a review of the suspect pump module error log showed no error code or malfunction occurred on the reported date of event. ¿ the reported incident date was not found within the pcu event log, most likely from having been overwritten from continued use. As a result, an event log analysis could not be performed. ¿ iui failure testing was able to replicate the channel disconnect issue. O the female iui on the pump module was removed, a new dchu test iui was temporarily installed for testing purposes only, and testing was performed again; no channel disconnects occurred with new iui installed. ¿ bd alaris system iui inspection tip sheet recommends inspecting inter-unit interface (iui) connectors on each alaris pc unit and on each module prior to every use. O if any surface contaminants, or blue or green deposits are visible, this means the connector requires replacement. ¿ bd alaris user manual (v9.33) warns to not allow the cleaning solution to contact the iui connector when cleaning the instrument. ¿ according to bd technical service manual, the bd alaris system has been tested for a seven (7) year serviceable life. O some components experience wear and are expected to need periodic attention and replacement within that serviceable life, such as iui connectors. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2) note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of the pump module turning off was able to be identified and is being attributed to corroded and bent pins of the left inter unit interface (iui) identified during external inspection and testing. The left iui connector age was over ten years old and was beyond its useful life. Note that imdrf annex a0401, a1801, a040502, c07, c0601, d15, d01and g02017, g04037, g04067 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump was found to be off and not infusing unexpectedly. The clinician reset the pump and pump displayed an "error message" then the pump shut off again. There was patient involvement but no harm.